Event description:
While in use in the patient inefficient current was detected. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly. Manufacturer response for intravascular catheter, 8.5 fr varipulse bi-directional catheter (per site reporter).